Manufacturer narrative:
Device evaluation: the reported low speed and pump off alarms while operating on the power module were confirmed via the submitted system controller log file; however, evaluation of the returned portion of the percutaneous lead (lead) did not confirm a percutaneous lead wire compromise. Approximately 10 inches of the external portion/distal end of the lead was returned for further evaluation. The bend relief was partially disconnected from the metal connector and a cut was present in the outer silicone jacket at the terminus of the bend relief, which was covered in clear tape. Continuity testing found all wires were electrically intact. Removal of the outer silicone jacket and bionate layers revealed some breakdown of the braided shield adjacent to the metal connector and in the approximate location of the terminus of the bend relief; however, examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation. The lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2015, it was reported that the patient had not had any further issues. No further action was taken and no further action is planned.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon a routine device interrogation, pump off and low speed operation events were noted. The patient reported hearing an alarm from the system controller "a few weeks ago" while connected to the power module. The patient was asymptomatic. Review of a submitted data log file by the manufacturer's technical services confirmed a motor stopped event while the patient was connected to the power module that was associated with pump power elevations and elevated average pulsatility index values. This type of event may be associated with a compromised driveline. A percutaneous lead repair was completed on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 2 years and 11 months. The pump remains ongoing supporting the patient; however, the replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.